Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 33-year-old female patient who had essure (batch no. 749925-inv,50696569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2018. The patient's medical history included urinary tract infection in 2013, migraine in 2013 and grand multiparity. Previously administered products included for an unreported indication: acetaminophen- hydrocodone 5-500 mg and oral contraceptives. Concurrent conditions included intermenstrual bleeding since 2013, depression since 2013, libido decreased since 2013, bloating since 2013, bipolar disorder, diarrhea and hepatitis b. Concomitant products included bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), metformin and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ cramping pelvic"), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("dysmenorrhoea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2013, the patient experienced weight fluctuation ("weight gain/loss(specify which one gain 100-160)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems back teeth removed"). In (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced infection ("infection"), migraine ("migraines/ headaches") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with back teeth removed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, genital haemorrhage, dysmenorrhoea, infection, tooth disorder, alopecia, migraine, vaginal discharge, weight fluctuation, dyspareunia, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered alopecia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: essure confirmation test on (B)(6) 2012 discrepancy noted and date(s) of communication. (B)(6) 2013. There is discrepancy in date of ectopic pregnancy:onset: (B)(6) 2017 and diagnosis (B)(6) 2016 wt: 63.504 kg. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot#749925 reported is invalid lot number: 50696569 manufacturing date: 2012-10 expiration date: 2015-10-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Defect most recent follow-up information incorporated above includes: on 19-feb-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a (B)(6) female patient who had essure (batch no. 749925-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2018. The patient's medical history included urinary tract infection in 2013, migraine in 2013 and grand multiparity. Concurrent conditions included bipolar disorder and diarrhea. Concomitant products included bupropion hydrochloride (wellbutrin) and fluoxetine hydrochloride (prozac). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding") and alopecia ("hair loss"). On an unknown date, the patient experienced infection ("infection"), migraine ("migraines/ headaches"), weight fluctuation ("weight gain/loss") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with back teeth removed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, genital haemorrhage, dysmenorrhoea, infection, tooth disorder, alopecia, migraine, vaginal discharge, weight fluctuation, dyspareunia, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered alopecia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: essure confirmation test on (B)(6) 2012 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number reported 749925-inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: pfs received - reporter information updated, new events added - vaginal bleeding, menorrhagia, uti, weight gain. Concomitants drugs and medical history was added. Updated pregnancy event to ectopic pregnancy event. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 33-year-old female patient who had essure (batch no. 749925-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2018. The patient's medical history included urinary tract infection in 2013, migraine in 2013 and grand multiparity. Concurrent conditions included bipolar disorder and diarrhea. Concomitant products included bupropion hydrochloride (wellbutrin) and fluoxetine hydrochloride (prozac). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding") and alopecia ("hair loss"). On an unknown date, the patient experienced infection ("infection"), migraine ("migraines/ headaches"), weight fluctuation ("weight gain/loss") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with back teeth removed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, genital haemorrhage, dysmenorrhoea, infection, tooth disorder, alopecia, migraine, vaginal discharge, weight fluctuation, dyspareunia, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered alopecia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: essure confirmation test on (B)(6) 2012 discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 29-apr-2013: total bilateral occlusion. Lot number reported 749925-inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 33-year-old female patient who had essure (batch no. 749925-inv,50696569-val) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2018. The patient's medical history included urinary tract infection in 2013, migraine in 2013 and grand multiparity. Previously administered products included for an unreported indication: acetaminophen- hydrocodone 5-500 mg and oral contraceptives. Concurrent conditions included intermenstrual bleeding since 2013, depression since 2013, libido decreased since 2013, bloating since 2013, bipolar disorder, diarrhea and hepatitis b. Concomitant products included bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), metformin and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ cramping pelvic"), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("dysmenorrhoea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2013, the patient experienced weight fluctuation ("weight gain/loss(specify which one gain 100-160)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems back teeth removed"). In (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced infection ("infection"), migraine ("migraines/ headaches") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with back teeth removed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, genital haemorrhage, dysmenorrhoea, infection, tooth disorder, alopecia, migraine, vaginal discharge, weight fluctuation, dyspareunia, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered alopecia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: essure confirmation test on (B)(6) 2012 discrepancy noted and date(s) of communication. (B)(6) 2013. There is discrepancy in date of ectopic pregnancy:onset: (B)(6) 2017 and diagnosis (B)(6) 2016 wt: 63.504 kg. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot#749925 reported is invalid lot number: 50696569 manufacturing date: 2012-10 expiration date: 2015-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in a 33-year-old female patient who had essure (batch no. 749925-inv, 50696569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2018. The patient's medical history included urinary tract infection in 2013, migraine in 2013 and grand multiparity. Previously administered products included for an unreported indication: acetaminophen- hydrocodone 5-500 mg and oral contraceptives. Concurrent conditions included intermenstrual bleeding since 2013, depression since 2013, libido decreased since 2013, bloating since 2013, bipolar disorder, diarrhea and hepatitis b. Concomitant products included bupropion hydrochloride (wellbutrin), fluoxetine hydrochloride (prozac), metformin and paracetamol (tylenol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ cramping pelvic"), genital haemorrhage ("abnormal bleeding"), dysmenorrhoea ("dysmenorrhoea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding ( menorrhagia)"). In (B)(6) 2013, the patient experienced weight fluctuation ("weight gain/loss(specify which one gain 100-160)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems back teeth removed"). In (B)(6) 2016, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced infection ("infection"), migraine ("migraines/ headaches") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). The patient was treated with back teeth removed. At the time of the report, the ectopic pregnancy with contraceptive device, pelvic pain, genital haemorrhage, dysmenorrhoea, infection, tooth disorder, alopecia, migraine, vaginal discharge, weight fluctuation, dyspareunia, fatigue, vaginal haemorrhage, menorrhagia, urinary tract infection and weight increased outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as stillbirth. The reporter considered alopecia, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, infection, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: essure confirmation test on (B)(6) 2012 discrepancy noted and and date(s) of communication. (B)(6) 2013. There is discrepancy in date of ectopic pregnancy:onset: (B)(6) 2017 and diagnosis (B)(6) 2016. Wt: 63.504 kg . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number reported 749925-inv . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-feb-2021: mr received. Reporter information, patient's medical history, lot number were added. Rcc was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.